Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston in the cartridge compartment did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2015 with the following findings: a review of the pump black box data revealed no evidence of a rewind issue. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated rewind issues. The pump case was removed and no internal damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.